Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing pain at the ins site. The patient indicated that a fall may have contributed to the pain at the site, but stated that the pain remained even if stimulation was turned off. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient denied a fall but that they "must have bumped it or something." It hurt around the implant. Patient had an appointment with the physician (B)(6) 2017 and they turned the device off. It was reported that the device was working well and the cause was unknown. The pain at the ins site was not resolved but the patient had a follow-up appointment with their physician (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they were still hurting and that the last few days had ¿been bad¿. The patient did not yet have an appointment with their healthcare professional (hcp). They were redirected back to hcp to schedule an appointment. There were no further complications reported or anticipated.